Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade requiring pericardiocentesis and prolonged hospitalization. It was reported that after the afib case, a pericardial effusion was noticed. They reported that the "patient became tachycardiac which caused them to do a sweep with the ultrasound catheter". The pericardial effusion was confirmed by intracardiac echocardiography (ice). The medical intervention provided was a pericardiocentesis and 400cc of fluid was removed. The patient was reported to be in stable condition and noted that the patient never became unstable. They stated the physician did not mention what they thought caused the pericardial effusion. Additional information received indicates the adverse event was discovered during use of biosense webster products during the ablation phase. The physician¿s opinion on the cause of this adverse event is that it was procedure related. The patient¿s outcome of the adverse event was reported as fully recovered (no residual effects). Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed a greenish-white material, presumably corrosion on the connector pins. The device features were reviewed, and no issues were observed during the product investigation; however, since the device presented corrosion in the connector, a flow test was performed, and no leakage was found. Corrosion failure could be related to the wrong usage of liquid substances during the procedure; however, this cannot be conclusively determined. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The physician¿s opinion on the cause of this adverse event was that it was procedure related. The root cause of the adverse event remains unknown. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: inappropriate material (c0602) / investigation conclusions: cause not established (d15) / component code: connector pin (g0403401) were selected as related to the issue of corrosion on the connector pins. Investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the customer's reported adverse event. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade requiring pericardiocentesis and prolonged hospitalization. It was reported that after the afib case, a pericardial effusion was noticed. They reported that the "patient became tachycardiac which caused them to do a sweep with the ultrasound catheter". The pericardial effusion was confirmed by intracardiac echocardiography (ice). The medical intervention provided was a pericardiocentesis and 400cc of fluid was removed. The patient was reported to be in stable condition and noted that the patient never became unstable. They stated the physician did not mention what they thought caused the pericardial effusion. Additional information received indicates the adverse event was discovered during use of biosense webster products during the ablation phase. The physician¿s opinion on the cause of this adverse event is that it was procedure related. The patient¿s outcome of the adverse event was reported as fully recovered (no residual effects). Patient required extended hospitalization because of the adverse event; the patient stayed overnight. Transseptal puncture was performed with a sjm brk needle. Prior to noting cardiac tamponade ablation had already been performed. There was no evidence of steam pop. Irrigated catheter was used in the event, the flow setting was 15cc. Correct catheter settings were selected on the generator and the ppump switching was from ¿low¿ to ¿high¿ flow during ablation. No error messages observed on biosense webster equipment during the procedure. All force visualization features were used. Visitag module was used, parameters for stability used were 3mm; 3 sec; 3 grams of force 25% of the time; tag size 3mm. Additional filter used with the visitag was respiratory gating. Impedance drop was used.

Manufacturer narrative:
On 3-jul-2023, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).